Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.5/1.5/014 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The surgeon reports lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was exchanged with a same length but spherical lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: d9: return date: 17-may-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn, bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).